Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. One similar complaint type event reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while implanting a 12.1mm vicm5_12.1 implantable collamer lens, diopter -7.0 into the patient's right eye (od), the lens tore/broke. The lens did touch the eye but was not implanted. "No patient injury" is reported. On (B)(6) 2018 an alternate lens was successfully implanted.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the product and lens surface. Visual inspection found the haptic torn. (B)(4).